Event description:
Information received indicates the device was removed due to paravalvular regurgitation, as noted by echo prior to explant. The product was replaced with no additional consequence reported for the pt.